Manufacturer narrative:
Keating, e. M., meding, j. B., faris, p. M., & ritter, m. A. (2002). Long-term followup of nonmodular total knee replacements. Clinical orthopaedics and related research, 404, 34-39. Doi:10.1097/00003086-200211000-00007. The product was not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Condition is addressed in the package insert. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. Condition is addressed in package insert. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on a review of the journal article, "long-term follow-up of non-modular total knee replacements" .(ten patients developed a non-healing osteonecrotic lesion in the medial tibia plateau that led to revision surgery due to tibia loosening on unknown date. There has been no further information provided and the patient outcome is unknown. All other events will be reported in individual records which will be linked to this parent record.